Event description:
The customer reported that prior to being put into service during initial safety testing, the display's bottom right corner was shadowy and dim. The unit was powered on for a few minutes, and then the screen went dark.